Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer did not have an alternate method of insulin therapy at the time of the report but stated that healthcare provide would be contacted to obtain an alternate method of therapy. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.